Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and felt tremors and hot flash and was unable to receive glucose alarms. As a result, the customer experienced tremors and hot flashes and self-treated with 3 trays of strawberries and 2/3 sips of oasis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.